Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noisy signals and low pacing impedance within normal limits. Technical services (ts) reviewed the stored episodes, determined the noise was consistent with true lead noise in bipolar configuration, lead impedance had been stable with a gradual downward trend and one isolated decrease. Ts suspected a potential insulation breach. No adverse patient effects were reported. This ra lead remains in service.